Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that the bd ultra-fine¿ nano insulin pen needle would not inject insulin during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "I've used thousands of your pen needles and recently switched to the nano needles. One needle in my first order would not eject insulin. I've never experienced this problem before. The problem was not with the novolog pen because a new needle worked fine. The defective needle appears to be bent inside the end that screws onto the pen.".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. FDA device problem code: (B)(4). FDA patient problem code: (B)(4).

Event description:
It was reported that the bd ultra-fine¿ nano insulin pen needle would not inject insulin during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "I've used thousands of your pen needles and recently switched to the nano needles. One needle in my first order would not eject insulin. I've never experienced this problem before. The problem was not with the novolog pen because a new needle worked fine. The defective needle appears to be bent inside the end that screws onto the pen."